Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0hye5, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was doing well since the revision and they had good results so far.

Event description:
The patient reported that 2 days prior to this call, the patient picked up a baby and started feeling pain at the neurostimulator (ins) pocket site on the right side on their back. The patient indicated that before implant, they were getting up 1 time to go to the bathroom, now were getting up 4 times to go to the bathroom at night. The patient was out in the field and indicated they did not know if they waited too long, but they "had increased up to 5 and was wearing a pad due to leakage before she reached the bathroom¿. It was indicated that initial patient thought it was due to the low batteries on their programmer, but they changed the batteries on the patient programmer and continued to experience leakage. It was noted that the event started about 3-4 days ago before couple days prior to this call. The patient indicated for the last 2 nights prior to this call they had been getting up 4-5 times to go to the bathroom. The patient was on 4.5v, reported that their back pain started and then they "decreased" to 4.7v. The patient stated that she was currently on program 1 at 4.7v; initially the stimulation was turned off. The patient was assisted in turning stimulation on and changing it to program 2, patient indicated she had it up to 7v and was not feeling any stimulation. The patient changed it to program 3 and up to 7v and continued not feeling stimulation. It was reported 11 days later that patient still had concerns regarding their device or therapy, but was working with their health care provider or manufacturer representative. The patient's appointments were scheduled on (B)(6) 2014. It was further reported that there was a 50 percent or greater symptom reduction. The cause of the event was determined and it was device related. Reprogramming was needed and reprogramming on (B)(6) 2014 showed a problem with the stimulator. The action taken to resolve the event was that a revision of the device under anesthesia was scheduled. How the patient was doing now was pending their surgery on (B)(6) 2014. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.